Event description:
An angio-seal device was successfully implanted. There was a slight oozing after deployment and manual compression was applied to achieve hemostasis. One week later, the pt reported a cold foot and difficulty walking. An arterial doppler suggested occlusion of the distal tibioperoneal trunk (tpt) and upper peroneal and posterior tibial arteries. A bright echogenic line was seen within the tpt, which was thought to be the anchor from the angio-seal. A small heterogeneous echo-poor mass was seen anterior to the vascular bundle in the groin which could be consistent with a small hematoma. The radiologist attempted to retrieve an object that they perceived to be the anchor. The anchor appeared to be standing vertical in a bifurcation but fell flat when the radiologist tried to retrieve it. A basket device was used with poor results. There appeared to be collected thrombus in the area, therefore anticoagulants were administered and a balloon pta was performed with a total of three inflations. The pt will be monitored with follow up.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.